Event description:
The femoral impactor head broke at the point where the head attaches to the impactor handle and stuck inside handle. The tibial tray impactor tip broke at the point where the tip attaches to the impactor handle and stuck inside the handle.

Manufacturer narrative:
The femoral impactor head broke at the point where the head attached to the impactor handle and stuck inside handle. The tibial tray impactor tip broke at the point where the tip attached to the impactor handle and stuck inside the handle. The surgeon was able to remove the broken components from the impactor handle and proceed with the procedure. There was no adverse impact to the pt.